Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2021.

Event description:
During a recent visit to the clinic it was reported that on (B)(6) 2020 the user abruptly stopped responding to sounds when using the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a recent visit to the clinic it was reported that on (B)(6) 2020 the user abruptly stopped responding to sounds when using the device.

Manufacturer narrative:
Additional information: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition the investigation revealed fatigue wire breakages under silicone overmold consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
During a recent visit to the clinic it was reported that on (B)(6) 2020 the user abruptly stopped responding to sounds when using the device. Re-implantation was performed on (B)(6) 2021.